Event description:
It was reported on (B)(6) 2026 that the patient was discharged earlier in the week and was having issues with their mobile power unit (mpu). The patient had connect to battery alarms when connected to the mpu. The patient cleaned all the connections and tried multiple outlets to no avail. The customer requested a warranty replacement for the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.